Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure when he experienced a connection error when entering into the reaming page. A hard shut down and re-home/register of the robot was done, however the surgeon opted to completing the case manually.

Manufacturer narrative:
Reported event: an event regarding connection error involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 325 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn (B)(4)), serial # (B)(4), the complaint databases were reviewed from 2011 to present for similar reported events regarding a connection error. There was one other reported event, pr1222981. Conclusion: the log data from the case was reviewed. Based on the collected data, it was confirmed that there was a communication error. It is possible that the ethernet cable or fiber optic cables from the guidance to the robot may have been disconnected during movement or dirty fibers. There is no associated gsp ticket with the event, however they were able to reboot and re-register the robot, thus restoring communication. It is recommended that if the problem persists to call field service.

Event description:
The surgeon was completing a total hip arthroplasty procedure when he experienced a connection error when entering ino the reaming page. A hard shut down and re-home/register of the robot was done, however the surgeon opted to completing the case manually.